Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt), and exhibited a charge circuit timeout. The ICD was reprogrammed, and remains implanted. No patient complications have been reported as a result of this event.